Event description:
A cgm error was reported by the caller, referencing error 42 with a g7 sensor. There was no adverse impact on the customer's blood glucose level. Technical support provided detailed instructions for a pump reset, guiding the caller through the process. After the reset, the pump no longer displayed the cgm error, and the caller successfully began a new sensor session.